Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select meter read inaccurately high in comparison to results obtained on a lab calibrated device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that in july or august he obtained a result of ¿203mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to a result of ¿151mg/dl¿ obtained on a lab device. The tests were reportedly performed within 10 minutes of each other. The patient detailed that she manages her diabetes with fixed insulin doses and in october to november she reduced her food and drink intake in response to the alleged issue. The patient claimed that in july or august, after the alleged meter issue she developed symptoms of ¿feeling weak and leg pain¿ and detailed that on the morning of (B)(6) 2014, she was admitted to hospital where she was treated by a healthcare professional with aspartate and levemir insulin. During troubleshooting the cca noted that the meter had been set to the correct unit of measure and that an approved sample site was used, however the subject meter was incorrectly coded. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received hcp treatment for a blood glucose excursion after the meter issue occurred.